Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the pk dissecting forceps instrument tips were not aligned. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the instrument grip tips was bent. One grip was bent, causing side to side misalignment of grips. There was a .075 offset at the tips. This indicates that the likely cause of bending is overloading at the tip. The electrical continuity test passed. It was concluded that the damages to the instrument's grip tip were likely due to mishandling/misuse. No other damage was found. Additional observation not reported by the site was scratches on the surface of the distal pulley. An additional observation not reported by site was frayed pitch cable at the distal clevis hub. No damage was found at the clevis. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.